Event description:
During a splenectomy procedure, the shears could not work properly. Initially, they worked properly. However, the generator (old version) beep error suddenly, and the shears could not work. There were no adverse consequences to the patient.